Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during filling. The drug was filled manually with a syringe. The device was filled with saline and fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured october 16, 2015 ¿ october 19, 2015. The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination of the internal and external surfaces of the bladder, rupture line, and stress member revealed no abnormalities. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.